Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached battery depletion prematurely. The device was explanted and replaced. During the implant procedure, the left ventricular (lv) lead was dislocated repeatedly and the target vessel position could not be reached. The implantation was abandoned. No patient complications have been reported as a result of this event.